Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had fibrin forming in the tubes. This occurred on 8 occasions during use. The following information was provided by the initial reporter: customer reports that fibrin was formed in a specific batch of the product. They said they never had problems with fibrin for this tube, but in this lot they did. Fibrin in the tubes collected from blood donations, which generates numerous other problems. The material in use has been in our routine for years and this notification has now appeared. Additional information: there was no wrong exams results due to the defect. The customer states that the tubes was homogenized correctly as informed in the instructions for use. The coagulation had happened between 30 minutes or 2 hours. The patients was not in anticoagulant therapy and also has no coagulation/bleeding disturb. The customer has only did a re-centrifugation when it is noticed that there was no satisfactory sedimentation.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had fibrin forming in the tubes. This occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: customer reports that fibrin was formed in a specific batch of the product. They said they never had problems with fibrin for this tube, but in this lot they did. Fibrin in the tubes collected from blood donations, which generates numerous other problems. The material in use has been in our routine for years and this notification has now appeared. Additional information: there was no wrong exams results due to the defect. The customer states that the tubes was homogenized correctly as informed in the instructions for use. The coagulation had happened between 30 minutes or (B)(4) hours. The patients was not in anticoagulant therapy and also has no coagulation/bleeding disturb. The customer has only did a re-centrifugation when it is noticed that there was no satisfactory sedimentation.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.